Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 4. Reference MFR report: 1627487-2013-06692, 06693, 06694. The pt was implanted with two leads from different lot numbers. One of the leads was previously replaced, but it is undetermined which lead lot number was replaced, all possible lots are being reported. It was reported the pt was not receiving effective stimulation therapy. It was also reported the pt was experiencing discomfort at her ipg site. Consequently, the pt's entire scs system was removed.